Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded fluctuating right atrial impedances from 400 and 1200 ohms, exhibited by a non boston scientific atrial lead. It was noted that the patient reported experiencing syncope and is in chronic atrial fibrillation. Technical services (ts) discussed that the syncope should not be caused by the atrial impedance issue. All other atrial lead measurements were noted to be okay. The patient will continue to be monitored via latitude.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated the device was explanted and returned for analysis. No additional adverse patient effects were reported.